Manufacturer narrative:
The original "used" device will not be returned to conmed corporation. The device cannot be returned from the united kingdom to the united states due to customs regulations and contamination issues. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was unable to be determined. However, an "unused" sample from the same lot has been returned to conmed for evaluation on (B)(6) 2014. Visual inspection of the returned "unopened" lot sample found no apparent damage or defects noted and all twenty (20) clips were loaded and formed properly. There were no double fired clips observed. The measurement of the jaw width was also within specifications. In this instance, the reported problem of "the clip applier was firing two (2) clips at a time" was not able to be reproduced with the returned lot sample. The alleged failure therefore could not be verified. The device was manufactured on (B)(6) 2014. Of the lot containing 1950 units, there were no similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. Also, a 2-year review of the complaint history for this device showed this is the only complaint received of two clips were firing at a time, one was stuck and difficult to remove resulting in a secondary surgical intervention. During this two year time frame, over 60,208 units were sold worldwide, making the rate of occurrence for this failure mode at 0.0016 percent. To date, there have been no patient long term adverse effects reported. The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. To ensure proper function of the endoscopic clip applier and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. Before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. Always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. Ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. When firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. When dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. Inspect the ligation site to ensure proper application and that hemostasis has been achieved.

Event description:
The customer reported that during use of the reflex elc 530 laparoscopic clip applier in a gallbladder procedure on (B)(6) 2014, the clip applier was firing two (2) clips at a time. One clip would hold and the second clip appeared to be stuck and was difficult to remove. The report indicated that once the clip was removed, the surgeon thought that "it looked as if it was tearing tissue on removal". However, there was no information provided regarding if any actions were taken to confirm if a tear had occurred or if any remedial actions were taken by the surgeon relevant to the care of the patient at that time. As reported, the procedure was otherwise completed with no adverse effects reported. Subsequently, when the patient was taken back to the theater the next day, the torn tissue was found and prompted a necessary repair of a bile leak. As reported, during the initial surgery when the clip applier was fired, two (2) clips were ejected and the surgeon felt the unclosed, ejected clip must have caused this puncture and the subsequent bile leak. A small hole was observed by the surgeon at the junction of the cystic duct and the bile duct just below the applied clips, presumably from the original surgery. This reported hole exhibited the size consistent with a puncture from the end of an unclosed clip. There were no complications reported during the second surgery and the repair was otherwise completed as planned. To date, there has been no additional information received regarding patient information (age, gender, weight) or information regarding the patient's latest condition.